Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements greater than 2,500 ohms. Noise and loss of capture (loc) at maximum outputs were also observed. An invasive procedure was performed. This lead was explanted and replaced with another manufacturer's lead. No adverse patient effects were reported.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
The lead was returned in two segments, severed 95 millimeters from the terminal pin. The conductor coils were stretched 95 - 640 mm from the terminal pin. The insulation was cut at 393 and 565 mm from the terminal pin. The insulation between the anode ring and the helix housing was also noted to be stretched. Additionally, the extracting stylet was stuck inside the lead. The observed damage to the lead was consistent with damage caused during the explant procedure. Analysis was unable to confirm the clinical observations.

Manufacturer narrative:
This lead has not been returned for analysis. This report will be updated should additional information become available.